Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08620 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 24-may-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 24-may-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 230750 (23.075 u) dailytotalofbasalinsulindelivered: 189750 (18.975 u) dailytotalofbolusinsulindelivered: 41000 (4.1 u) (B)(6) 2023 11:13:08.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 21000 (2.1 u) bolusamountdelivered: 21000 (2.1 u) (B)(6) 2023 22:28:08.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) in further full review of the pump history/traces on the event date of 27-may-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 27-may-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 256250 (25.625 u) dailytotalofbasalinsulindelivered: 179250 (17.925 u) dailytotalofbolusinsulindelivered: 77000 (7.7 u) (B)(6) 2023 05:07:24.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 21000 (2.1 u) bolusamountdelivered: 21000 (2.1 u) (B)(6) 2023 08:44:59.000 normalbolusdelivered (2 bolusprogrammingmethod: boluswizard normalbolusamountprogrammed: 35000 (3.5 u) bolusamountdelivered: 35000 (3.5 u) (B)(6) 2023 21:36:23.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6) 2023 23:34:14.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 11000 (1.1 u) bolusamountdelivered: 11000 (1.1 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates 24-may-2023 & 27-may-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 22:29:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:12:29.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 08:00:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event dates 24-may-2023 & 27-may-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 26-may-2023 at 6:49:00 pm. There was no power data available for the date of (B)(6) 2023 at 22:29:00.000 & (B)(6) 2023 at 08:00:00.000. Unable to check power data for low battery alert and replace battery alert. There was no unexpected low battery alert and replace battery alert noted during testing. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Programmed the sensor high settings for 205 mg/dl and turned the alert before high and alert on high on. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. The alert before high and alert on high activated properly with audio alerts. No absence of alerts or absence of high sensor alert noted. No unexpected sensor errors or anomalies were noted during testing. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 144 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. No sensor glucose/blood glucose (sg/bg) anomaly noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs. Customer alleged for possible over delivery/under delivery was not confirmed. Customer alleged for audio/vibrate anomaly/absence of alarm or absence of high sensor alert and sensor glucose/blood glucose (sg/bg) anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 19 mg/dl and was treated with glucagon and went to emergency medical room or emergency visit. Customer's blood glucose value at the time of call was unknown. Customer didn't experienced any symptoms due to low blood glucose. In addition to that customer reported customer didn't trust pump anymore and didn't feel safe using it and also had a high blood glucose incident few days before this low blood glucose event. The customer suspects possible pump malfunction during this event. The customer reported that sensor was not giving high alerts, was reading differently at the time. Troubleshooting was not performed. It was unknown whether pump was used within 48 hours of reported low blood glucose event or not. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.